Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the right atrial lead exhibited low impedance, increased capture thresholds and loss of sensing. On (B)(6) 2016 the lead was capped and replaced. Upon opening the pocket, the lead was noted to be abraded. The patient was in stable condition post surgery.